Event description:
It was reported to hp that thrombolytic drugs were administered based on a 12 lead ECG performed on a pt with chest pain. Further ECG recordings show varying changes in the height of the recorded qrs complex in leads 2 and 3. The result being significant differences in the representation of the ECG recording and therefore, the diagnosis acted on by clinical staff.